Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
A aaa repair was done to treat inspra renal aneurysm on a (B)(6) year old male patient. The zenith flex aaa endovascular graft bifurcated main body was placed per IFU. On the final angiogram, partial renal artery coverage was noted. An attempt was made to pull the graft down further distally using a coda balloon inflated at the graft's bifurcation. Another angiogram was performed showing the graft was moved farther down distally about 3 to 4 mm. The right renal artery was now profusing well, the left renal artery was no longer filling. The surgeon felt this was due to intimal disruption of the aorta at the level of the renal origin. The surgeon decided to surgically open the patient and re-implant the left renal artery to the aorta. At the time of the report, the patient was in surgery.